Event description:
It was reported that a patient underwent a robotic ventral hernia repair procedure in (B)(6) 2013 and mesh was implanted. The surgeon bridged the defect and did not do a primary closure. A CT scan performed (B)(6) 2014 showed the mesh remained intact. Another CT was performed (B)(6) 2014 and revealed a recurrence of the hernia. On (B)(6) 2014, the surgeon removed the mesh except for a small amount of the mesh that remained implanted and attached to the abdominal wall. The surgeon opines that something occurred and the mesh had pulled away from the tissue on one side.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Conclusion: actual sample was returned for evaluation. Visual inspection was performed and no defects could be detected on this explanted piece of the mesh. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.